Event description:
On (B)(6) 2011 the lay user/patient's mother contacted lifescan (lfs) alleging the patient's onetouch ultrasmart meter was reading inaccurately high. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter claimed the alleged issue began on (B)(6) 2011 between 12pm-1pm while her son was at school. The reporter reported blood glucose results of '335mg/dl' with the subject meter which she felt was higher than his usual readings and feelings. The patient reportedly manages his diabetes through insulin pump therapy (unknown type). The patient reportedly was given an unknown amount of insulin by an hcp at his school between 12:30 and 1pm and tested again at an unknown time on a different device and received a result of '53 mg/dl'. The patient reportedly developed symptoms of stomach ache at an unknown time after testing and was treated with candy. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measure, the test strips were unexpired, stored correctly and in good condition. A control solution test was performed and it did not fall within the expected range printed on the subject vial of test strips. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained an inaccurate high reading on the subject meter, was treated based on the alleged result, and reportedly obtained a result suggestive of severe hypoglycemia that required medical treatment after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4), 2011 the meter was tested and no faults were found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. On (B)(4), 2011 the test strips were tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ((B)(4) 2011)-correction to evaluation: for method 2, it should be 11 not 31 and for method 3, it should be 31 not 38.